Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed and required maintenance. A field service engineer power cycled the refrigerator and station several times, but the issue persisted. Replaced the network cable with no improvement. With guidance from the fse lead and helmer support, replaced the router. After power cycling both the refrigerator and the station, the customer was able to successfully recover the failed refrigerator. The customer tested the system and confirmed there were no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the user stated that the fridge failed. The user tried to reboot and recover storage space, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.